Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The event occurred at (B)(6) hospital. It was reported that the pump was not explanted. A correlation between the device and the reported event could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 for fever and chills. The pump parameters had been stable. The patient¿s lactate dehydrogenase (ldh) level had been steady between 480 ¿ 500 u/l. The patient¿s last inr was 2.73. A CT brain scan was performed which revealed a stroke. Reportedly no treatment was attempted because it was too late to intervene. The patient expired on (B)(6) 2016. No further information was provided.